Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in the cable unit; noise and fog appeared in the image. A root cause could not be identified. Based on the investigation results, it is likely the following led to the malfunction: due to disconnection in the cable unit, there was noise and fog appeared in the image. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had blurry image. There were no reports of patient harm.